Event description:
It was reported that the system monitor touchscreen did not respond easily to touch. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of the system monitor touch screen being unresponsive was confirmed based on the evaluation by an abbott representative. The system monitor (serial number: (B)(6)) was returned to the service depot. The touchscreen was evaluated, and no problems were found. The reported issue could not be verified. The unit passed all functional checks and was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on(B)(6)2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU (rev. C) under section 4 ¿system monitor¿. The heartmate 3 IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.